Manufacturer narrative:
The reported event is confirmed manufacturing related. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjy4777. Visual inspection noted that the catheter balloon had mushroomed. During testing, the catheter balloon inflated using in-house syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The pin hole was noted at trifurcation site measuring 0.013in. Corrections d. Initial reporter zipcode: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of the foley catheter sterilized water leak occurred immediately from the funnel branching part when sterilized water was added. Per notification from investigator on 13jan2026, it was reported that catheter balloon mushroomed was found during sample evaluation on 02dec2025.

Event description:
It was reported that after insertion of the foley catheter sterilized water leak occurred immediately from the funnel branching part when sterilized water was added.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.